Manufacturer narrative:
Siemens submitted the initial MDR 1219913-2014-00218 on july 30, 2014 reporting elevated advia centaur troponin ultra results for seven samples from the same patient. September 23, 2014 - additional information. Siemens received three samples from the patient. The samples were tested neat, 1:2 and 1:5 diluted and with heterophile blocking tubes (hbt). The results with hbt were not significantly lower indicating these samples are not confirmed for heterophile/hama. The diluted results were lower. The 1:5 result was considerably lower than the neat result indicating there is a non-specific interferent in the samples. The patient was treated with keyhole limpet hemocyanin (klh). Klh s not a drug that has been tested on the advia centaur troponin ultra assay to determine if it causes interference.

Event description:
Customer observed elevated advia centaur troponin ultra results for seven samples from the same patient compared to clinical conditions. There are no reports that treatment was altered or prescribed or adverse health consequences based on the elevated results.

Manufacturer narrative:
The cause for the discordant advia centaur troponin ultra results is unknown. The issue appears to be specific to the patient since multiple samples from the same patient show elevated results. The issue does not appear to be related to the specific advia centaur since the result from an advia centaur at a different site shows a similar result. Quality control results are within the customer's ranges. The instrument is performing within specification. No further evaluation of the device is required. Siemens has requested the samples for internal testing. The summary and explanation of the test section of the instructions for use states the following: :always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing o...